Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that products look like they've been covered in white creme or dried yogurt. Visible fingerprints. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/10/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - where was the foreign material found? (Inside the sterile barrier or outside of the sterile barrier?) - please describe the type of foreign matter that was observed. What was the foreign matter¿s appearance? What was the texture? - are there any photos of the foreign matter available? - is it possible that the foreign material fell into packaging upon opening of device? - was the product seal on the foil still intact when the package was opened? - will the device be returned for evaluation? If yes please return all relevant packaging material. Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.